Event description:
The customer reported that the insulin pump has given a motor error alarm four times in the past couple weeks. The alarms have occured during the basal rate delivery. The customer stated that the insulin pump was not exposed to high magnetic fields, dropped or bumped. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Advised the customer that the insulin pump would be replaced. The customer's blood glucose at the time of the call was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents within specifications. The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No motor error alarm was noted. The motor passed the motor test. No other error alarms were noted.